Manufacturer narrative:
The replacement devices were a 450cc mentor memorygel breast implant on the right breast and a 500cc mentor memorygel breast implant on the left breast. The investigation of the returned device was completed by the failure analysis lab on 10/28/2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During evaluation of the device it was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were discovered. Therefore no further investigation is required. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 480cc mentor smooth round ultra high profile memorygel breast implants catalog: 3505480, lot: 5988436, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation surgery with two 480cc mentor smooth round ultra high profile memorygel breast implants experienced right sided rupture post procedure. On (B)(6) 2019, the patient experienced tenderness on her right side for 1 ½ months. A magnetic resonance imagery was performed on (B)(6) 2019, which confirmed right side breast rupture. Furthermore, on (B)(6) 2019 right side rupture was also confirmed by a physician upon an examination. As a result, the patient is planned for explantation on (B)(6) 2019.

Manufacturer narrative:
Device was received on 09/13/2019.

Manufacturer narrative:
The following information was erroneously omitted from follow up report 1 submitted on 10/10/2019: the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).